Manufacturer narrative:
Complaint conclusion: as reported, the physician had difficulty deflating the 6mm x 10cm x 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter. It took about ten minutes and the balloon finally came down. It was also reported that it was really hard to inject into the balloon to inflate it. There was no reported patient injury. The intended procedure was an intervention fistula gram angioplasty. The device was stored and handled per the instructions for use (IFU). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. Non-cordis contrast media was used. The contrast to saline ratio was 40 contrast 60 saline. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend, it was a straight segment. Leakage was not noted from the balloon, shaft, hub, or other segment. The balloon was inflated once. The product was removed intact (in one piece) from the patient. The balloon catheter did not kink while being used. There were no other anomalies noted when the device was removed from the patient. The product was returned for analysis. One non-sterile saber 6mm 10cm 90 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon has been previously inflated. Blood residues were observed inside the balloon. Two kinks were observed on the body/shaft of the unit approximately at 20 cm and 65 cm from the strain relief. No other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. The balloon was inflated partially during the test due to the kinks observed on the body/shaft of the unit. Balloon couldn¿t be deflated properly due to the same kinks observed on the body/shaft. A cross-section analysis was performed on the inflation lumen of the device to look for any obstruction. A first cut was performed near the balloon and a guidewire was inserted from the distal area to the last kink and the guidewire advanced until it was stopped by the last kink (65 cm from the strain relief). No obstruction was observed. Also, another cut was performed between kinks and the guidewire advanced until it was stopped by the first kink (20 cm from the strain relief). Again, no obstruction was observed. Another cut was performed after the first kink and the guidewire was passed from the kink to the proximal end and no obstruction was observed. A product history record (phr) review of lot 82185870 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ and ¿ balloon inflation difficulty¿ was confirmed during analysis of the returned device. However, the exact cause cannot be determined. It is likely procedural factors and handling of the device, along with vessel characteristics; although unknown, may have contributed to the events reported by the customer. The balloon was inflated partially during functional analysis due to the kinks that were noted to the shaft of the device. Cross sectional analysis was performed at the areas of the kinks and no additional obstructions were noted to the device. Therefore, the kinks likely contributed to the difficulties reported by the customer. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been returned. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician had difficulty deflating the 6mm x 10cm x 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter. It took about ten minutes and the balloon finally came down. It was also reported that it was really hard to inject into the balloon to inflate it. There was no reported patient injury. The intended procedure was an intervention fistula gram angioplasty. The device was stored and handled per the instructions for use (IFU). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. Omni paque 300 contrast media was used. The contrast to saline ratio was 40 contrast 60 saline. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend, it was a straight segment. Leakage was not noted from the balloon, shaft, hub, or other segment. The balloon was inflated once. The product was removed intact (in one piece) from the patient. The balloon catheter did not kink while being used. There were no other anomalies noted when the device was removed from the patient. The device will be returned for analysis.